Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the seal cap of the iris valve tore. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no patient consequence.